Event description:
It was reported that two mantis redux blockers migrated post-operatively. This report represents the 1st of 2 screws.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device remains implanted. A review of the device and complaint history records could not be performed as a valid lot number was not provided and could not be obtained. From es2 surgical technique: turn the handle of the torque wrench clockwise to align the two arrows on the torque wrench to achieve the 12nm of torque required to secure the implant construct. The surgeon must warn the patient of the surgical risks and made aware of possible adverse effects. The surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the device. Patients who smoke have been shown to have an increased incidence of non-unions. These implants are temporary internal fixation devices designed to stabilize the operative site during the normal healing process. After healing occurs, these devices serve no functional purpose and can be removed. Possible causes for this failure mode are: wrong instrument used for final tightening, blocker not tightened to 12nm, poor bone quality/patient pathology, excessive post-op activity by patient (not recommended by surgeon), and/or patient fall.

Manufacturer narrative:
Status of the device is unknown.

Event description:
It was reported that two mantis redux blockers migrated post-operatively. This report represents the 1st of 2 screws.